Event description:
As reported by the user facility information by bbm sales organization in germany: "underinfusion". According to the customer: "infusomat does not infuse the entered volume...".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Underinfusion 1. General information: complaint: (B)(4); examination carried out by: (B)(4). 2. Information to the sample: 2.1 model: infusomat space; 2.2 article number: 8713050; 2.3 serial number/batch: (B)(6); 2.4 software version: n030005; 2.5 hours of operation: 57608 h; 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. No date of the incident was specified by the customer; therefore the last day of the history was analyzed ( (B)(6) 2023 ) several upstream alarms could be detected in the history ( cause not detectable ) further anomalies could not be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. Liquid residues on the ribbon cable ( operating unit to mainboard ) could be detected. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: (B)(4). The mechanical pressure cut-off was checked: (B)(4). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,48%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside, the device was disassembled complete. Fluids could be detected between housing lower part and bottom inner frame, (no liquid on main board).furthermore, no damage or soiling could be found. 3.8 for examination used disposables: description: space line; ref.: 8700036sp; lot: 23d18e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could not be reproduced or recorded in history.